Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates and dextrose to address low bg. Customer went to the emergency room (ER) and pump settings were adjusted by a healthcare provider. No additional information was provided regarding treatment of low bg. Customer was released from the ER with no permanent damage.